Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 500 mg/dl. The customer reported running out of insulin and not knowing. The customer treated for the high blood glucose level with manual injections. The customer¿s current blood glucose level was 300s mg/dl. The customer did not troubleshoot the issue. The insulin pump will not be returned for analysis.